Manufacturer narrative:
The device was evaluated on site by a qualified technician who confirmed the reported problem. During evaluation, it was identified that the equipment is having difficulty moving because its casters are damaged by the time of use, with the coating on the wheels deteriorated, making impossible to move it within the hospital units. It is necessary to replace the equipment casters. The reported condition was verified. The cause of the reported condition was component failure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex machine was "impossible to move and had a broken rod". There was no patient involvement. No additional information is available.